Event description:
It was reported that the patient's histogram showed a high percentage atrial fibrillation (af), but there was no mode switch/atrial high rate since 4 months prior. The implantable pulse generator (ipg) was in mode switch but clearly did not show it. It was suspected that the device was under reporting af due to mode switch setting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).